Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Verbatim: as you can see in the photo, the safety mechanism did not engage, resulting in an exposed needle after use.

Manufacturer narrative:
Our quality engineer inspected the photo and sample submitted for evaluation. The reported issue of safety shield activation failure was not confirmed upon inspection of the sample. Analysis of the sample showed the tip shield was able to be pulled forward to cover the tip. No safety activation failure was observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.